Manufacturer narrative:
Date of event: repeated peritonitis occurrences on unspecified dates since (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as "always experienced peritonitis" (number of occurrence was not specified). The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin (doses, routes and frequencies were not reported). At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.